Manufacturer narrative:
The lot number of the impacted product was obtained during the investigation of the returned device on 6/14/2018. The impacted product was a mentor smooth round moderate profile 275cc saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis, an ultimately filled to 275ccs. Left deflation was diagnosed by a physician on (B)(6) 2018. As a result, the prosthesis was replaced with a mentor smooth round moderate plus profile 275cc saline implant on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5643862 was reviewed on 7/17/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/15/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis, an ultimately filled to 275ccs. Left deflation was diagnosed by a physician on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. Brown and white material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).